Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/21/2015 with the following findings: there were ¿pump not primed¿ warnings observed in the black box history. The pump successfully completed a rewind, load, and prime sequence with no alarms emitted. A force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of prime occurring. The pump was opened and there was no damage found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump had instances of multiple loss of prime without user intervention. The reporter stated that the issue continued to occur after multiple cartridge changes. The reporter also stated there was no moisture or corrosion to the pump, as well as no extreme temperature changes to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.